Event description:
It was reported that the tips of the bipolar maryland forceps instrument did not align. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip to be bent, causing side to side misalignment of grips. There is a .020" offset at the tips. The bent grip does not have separation of the glue joint, however, likely cause of bending is still overloading at the tip. Engineering also found the distal end of the main tube to have a 2.5" section directly above the proximal clevis with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. There are various scratch marks 180 degrees from the scraped section. Based on the location and appearance, the damage may have been caused by a cannula accessory and instrument collision. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.